Event description:
The customer reported to olympus that the cystonephro videoscope had a leak. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the foreign material in the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the distal end had a burn and the universal cord and the video connector had a scratch. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported issue, to correct information that was provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, h4, h6, h10. Corrected fields: d4 (UDI), g3. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 29nov2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the foreign objects remained on the distal end since the customer recognized leakage and reprocessing could not be accomplished. However, a definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported event (leakage): the reported event was observed during reprocessing. The scope was found to report a leakage in the etd (endothermo disinfector).